Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18483; related manufacturer reference number: 1627487-2022-06590. It was reported that the patient experiences pain at the ipg site due to the ipg protruding. Additionally, the patient¿s leads have migrated. As such, surgical intervention may take place at a later date.

Event description:
Additional information received indicates that surgical intervention took place where in the ipg and leads were explanted and replaced with a new scs system to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.